Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, ¿sparks¿ were reported at the surgical field with the electro cautery pencil. It was also reported that the surgeon exchanged the pencil for a new standard pencil to complete the procedure. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via medwatch 5095761 that during a surgical procedure, ¿sparks¿ were reported at the surgical field with the electro cautery pencil. It was also reported that the surgeon exchanged the pencil for a new standard pencil to complete the procedure. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.